Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-mar-2023. Nineteen open 32g x 4mm pen needle samples were returned from lot. No. 2200713, cat. No. 320562. Visual examination of the returned samples was carried out and a broken non patient end of cannula was observed on eleven samples and a bent non patient end of cannula was observed on the remaining eight samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open the root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that 6 bd micro-fine ultra¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: a customer called about sku 320562 batch number 2200713 saying that 6 needles was blocked.

Event description:
It was reported that 6 bd micro-fine ultra¿ pro pen needles was unable to deliver insulin. The following information was provided by the initial reporter: a customer called about sku 320562, batch number 2200713, saying that 6 needles was blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.